Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further information was requested but not received.

Event description:
It was reported that the patient presented for a cardiac resynchronization therapy defibrillator (crt-d) implant procedure. During the procedure, the low voltage lead was noted to have a faulty probe. Additionally, the left ventricular (lv) lead was reported to be contaminated. The left bundle branch pacing (lbbp) lead implantation was also cancelled for unknown reasons. All three leads were not used and were subsequently replaced. The patient¿s condition was unknown.